Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device with a highest recorded blood glucose (bg) of 400 mg/dl. The user performed a complete supply change, after which bg began to decline. Bg returned to range later in the day. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.